Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had a lead safety switch (lss) due to left ventricular (lv) lead high out range measurements of 2004 ohms. Technical services (ts) was consulted and recommended further evaluation. This crt-p system remains in service. No adverse patient effects were reported.